Event description:
It was reported that during follow-up, the device could not be interrogated. The device was explanted and replaced. The patient's condition was satisfactory.

Manufacturer narrative:
The reported field event of an inability to interrogate the device was confirmed in the laboratory and was due to the battery voltage being lower than the minimum operating voltage of the circuit. The device was tested on the bench and no anomalies were noted. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the extremely low battery voltage.

Manufacturer narrative:
Device not returned. (B)(4).

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.